Manufacturer narrative:
Additional information was received that no further information can be obtained by bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that after the trial procedure, the patient was experiencing severe pain in her back and ribs where the procedure was done. The patient also had some weakness in her leg. Computerized tomography (CT) scan was taken. The pain was worse, and so the patient's leads were pulled. The physician was unsure of what had caused the event.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted devices were not returned to bsn.

Event description:
A report was received that after the trial procedure, the patient was experiencing severe pain in her back and ribs where the procedure was done. The patient also had some weakness in her leg. Computerized tomography (CT) scan was taken. The pain was worse, and so the patient's leads were pulled. The physician was unsure of what had caused the event.